Event description:
It was reported that the pump lost the wireless fidelity (wifi) configuration. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device was unknown. No product information has been received to date. Initial reporter also sent report to FDA was unknown. No information has been received to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the customers reported issue of lost the wifi configuration was confirmed to be caused by a real time clock failure. The device was sent to hranice for service. The device was serviced however, that information was not entered into agile. The service notes are attached to this investigation now. In summary the mp (memory protection) board was found to be damaged and was replaced to correct the reported failure. The device was then fully tested and was found to be functioning correctly. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: corrections d4: catalog and model number; d10: device available for evaluation.